Event description:
It was reported that the patient's blood glucose level reached over 250 mg/dl while the pod was worn between 37 and 48 hours on the leg. The patient reported leaking of insulin while the pod was worn as well as bleeding on the infusion site.

Manufacturer narrative:
The device was returned and evaluated. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.